Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in an unknown location for an unknown indication. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that during impella support the patient developed hemolysis. As a result, haptoglobin was administered. Subsequently, the patient developed access site bleed for which blood products were administered. Vascular sutures were also added. No further information was provided.